Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported undiluted etoposide (20 mg/ml) leaked in the pharmacy, and the vent cap was cracked. The customer stated the product was carefully checked at the point of dispensing so it is uncertain if the leak occurred over time as pharmacy generally dispenses the chemo the evening before administration. There was no harm to staff. The drug had been in the set for 12-24 hours. There was no patient harm, nor was there any report of harm to pharmacy or nursing staff as a result of this event.